Event description:
It was reported that egms revealed oversensing of noise. It was not known if the lead was damaged or if the noise was a result of external emi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.